Event description:
This is first of 2 MDR's for the same event. It was reported that approximately 6 months post op, x-ray showed that wo screws had backed out. A revision surgery was performed. During the surgery, it was noted that the plate's locking was broken and the lock retainer cap was cracked. Fusion had occurred.